Event description:
The customer contact reported backflow of the fluid from the secondary solution container to the primary solution container. The primary tubing set was being used to deliver an unspecified saline solution. The secondary tubing set was connected to the primary tubing set and was being used for piggyback delivery of an unspecified chemotherapeutic agent. The solutions were being delivered via an infusion pump at unspecified rates and the secondary solution container was hung 18 inches above the pump. After an unspecified length of time in use, the nurse reported the primary solution container was bulging and the solution from the secondary solution container was back flowing into the primary solution container. It was reported that the nurse reprogrammed the primary line of the pump to deliver at the secondary rate and the contents of the primary solution container was delivered to pt. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.